Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator during power-up alarms constantly and the screen goes black. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) confirmed the black user interface screen and constant audio alarm upon power up. He replaced the dc/dc & standard connectors, monitor, and user interface panel printed-circuit boards (pcb's) to solve the problem. The ventilator was returned to service after successful functional and safety tests. An evaluation of the downloaded device logs confirmed the reported issue. Two technical errors indicated a user interface communication error between the monitor and panel pcb's during startup and, a(n) user interface control panel on/off switch error. A visual inspection of the dc/dc & standard connectors pcb showed a crack in an inductor in the +12v control panel power supply. Electrical measurements confirmed that the inductor was defective, probably after a short-circuit. If the fault occurs during ventilation, an alarm will sound and the ventilator cannot be controlled from the user interface, but ventilation will continue unchanged with the users' set parameters. After repair, pre-use checks succeeded and simulated-use tests of ventilation with all the returned pcb's installed ran for one day without any deficiency noted. Our conclusion in this matter is, that the returned dc/dc & standard connectors pcb malfunctioned due to a shorted inductor. The root cause for the short circuit could not be established from this investigation.

Event description:
(B)(4).